Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, click pin had come off was a reportable malfunction identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely that cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that rigid endoscope telescope had loose retaining pin. The issue was identified during reprocessing. There were no reports of patient harm.